Manufacturer narrative:
(B)(4). Batch #: t5at2h. Investigation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, further investigation showed that the device had a slightly shroud weld issues at the rotation knob, however, this issue does not affect the functionality of the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5at2h. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a open low anterior resection procedure, the powered circular stapler had an open non-formed staple on the posterior anastomosis, which created approximately a three millimeter hole which created a leak during the intra-operative leak test. This was verified with the rectal scope at the six o'clock position. Case completed with approximately eight sutures to repair the defect, performed a second leak test. No leak was found. There were no patient consequences reported.